Event description:
It was reported that there were high impedances, greater than 40,000 ohms, on all electrode combinations with 0. The patient was receiving therapeutic benefit with programmed settings not involving the 0 contact.

Event description:
Additional information was received from the manufacturer representative. It was reported that he open circuit persisted and there was no explanation for it. It was noted that the managing healthcare professional (hcp) was aware of the issue, but was not pursuing further action since the patient is receiving good therapeutic benefit on other contacts. Therapy impedances have remained normal. It was also reported that the ins was replaced due to normal battery depletion. No further complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# l66529, implanted: (B)(6) 1999, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# l66529, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type extension. (B)(4).